Event description:
Received a user facility mandatory medwatch which states "pt s/p heart transplant. Came in for a routine cath and biopsy. Sheath removed and perclose and perclose device failed, unable to remove device. Surgeon consulted. The pt went to or for device removal. No adverse pt outcome." Upon further query, the following info was received: the pt was reported to have a lot of scar tissue at the groin site as a result of all of the previous procedures. The dr stated that due to the scar tissue it was difficult to get the device in the artery and then was not able to remove the device. The pt went to surgery to have the device removed. Specifics about the surgery were unknown to the reporter. The pt did have an unexpected overnight hosp stay, but was dishcharged the next day. There have been no reports of further adverse pt sequelae.